Event description:
Per the clinic, the patient experienced a loss of osseointegration resulting in fixture loss.the patient was reimplanted with another device in (B)(6) of 2009 (exact date not reported). The date of loss of osseointegration was not reported.

Manufacturer narrative:
The device is not available for analysis.this report is filed (B)(4), 2013. Device is not available for analysis.

Manufacturer narrative:
(B)(4).a cover letter was provided to the agency regarding this event. Device unavaiable for analysis.